Manufacturer narrative:
(B)(4).

Event description:
It was reported according to the physician programmer history that 'therapy was not always 100% on when the patient was getting 100% stimulation.' It was noted the patient did not noticed stimulation to be off at all and the patient normally would notice immediately when stimulation was off. Impedances measurements were normal. Additional information received reported during review of the physician programmer data it was determined the patient's device had a power-on-reset (por) on (B)(6) 2013 which was cleared 15 minutes after it occurred. The cause of the por was unknown and it was unknown if por was the reason the device was off. It was also reported the 'charging system was quite difficult' for the patient. Additional information received 11 days later reported no examinations took place the day the por occurred. The status of the patient was 'good, therapy okay.'

Manufacturer narrative:
(B)(4).